Event description:
In this event, following a tooth extraction, thermomechanical compaction at 8000¿10 000 rpm for at least 5¿10 s (mcspadden 1980) with size 25 stainless-steel gutta-condensers against the apical gutta-percha plug was performed: the gutta-condensers were pushed to within 5 mm of the apex to preserve the most apical 2 mm of the gutta-percha plug. The patient complained of mild pain on biting that disappeared the day after.

Manufacturer narrative:
While no serious injury resulted in this event, if this malfunction recurred, it could cause or contribute to a serious injury or require medical or surgical intervention to preclude such. This event, therefore, is reportable per 21cfr part 803. Involved instruments used during treatment were not returned and cannot be analyzed. Moreover, no unused instrument is available for evaluation. No batch number were provided, no DHR review can be done. Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique, overuse (number of uses not communicated), excessive wear, patient condition and behavior during treatment or material issue (no analysis of the instruments possible). In addition, there are further circumstances on the conditions in dentistry (used disinfectants, training/knowledge status), or any other environmental conditions, which are unknown to us and may also have an impact on the reported failure mode.